Event description:
Pt had device placed on 9/3/98. After placement, the pt remained in the hosp for 24 hrs and was then transferred to a nursing home. Between day 2 and day 6 postplacement, the pt developed erythema and foul-smelling drainage. The physician pulled the tube into its original position and sutured it into place on the external skin disk to hopefully seal gastric leak. Antibiotics were administered to resolve the infection. The physician believes the tube was not secured against the gastric wall as it should have been allowing movement of the tube and escape of gastric contents into the peritoneum. Physician believes secretions and body heat caused the tube to slip, and the skin disk did not hold the tube in place.